Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, unit received with intermittent button response due to flattened act button dome switch (creased). No unlocked j2/lcd keypad connector.

Event description:
The customer reported via phone call that they had high and low blood glucose level issue. Customer¿s blood glucose level was 273 mg/dl. Customer reported that they received high difference in sensor and blood glucose value. Customer were assisted with troubleshooting. The insulin pump will be returned for analysis.